Event description:
It was reported by the legal guardian (lg) that the emergency medical services (ems) was called to transport the patient to the emergency room with hypoglycemia. The patient's blood glucose levels declined to below 2 mmol/l (36 mg/dl) while wearing the pod on the leg between 24 and 36 hours. The lg stated that they normally receive notifications from the patient's dexcom sensor when the glucose levels go high or low but the night of the reported event, they never received a notification. The lg also stated that the patient woke up and tried to walk to the kitchen to drink some juice but they lost consciousness and then fell to the ground. The lg administered 3 mg of baqsimi (glucagon) at home prior to calling ems. Symptoms reported include convulsing, tremors, pain, oral foaming and urinating incontinence. The healthcare professional (hcp) performed an assessment using electrodes to evaluate for potential head injury following the patient¿s fall during the period of unconsciousness; no abnormalities were reported. The hcp also applied ice to help with the pain and then gave the patient tylenol. The patient was discharged on the same day. The lg no longer has the pod in possession.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as the device was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.